Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -10.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens implanted and removed intraoperatively. This resolved the problem. Cause of the event is reported as unknown. Per reporter on (B)(6) 2020, patient "switched to other type of surgery (laser surgery)."